Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a lack of effect after taking a trip and was unable to adjust stimulation. The programmer had a por code along with a "call your doctor" icon. The patient was redirected to their physician. The physician confirmed that the patient did not have any stimulation. The battery was no longer working. The patient was not planning to have the device replaced or explanted. The patient had no injuries.